Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment does not start. The fse performed the troubleshooting action and found situation was caused by the battery. The fse replaced the battery. After the replacement of battery, the system was returned to use in good working order.

Event description:
It has been reported to philips that the equipment does not start. The image signal is not displayed on the data monitor at all. The battery was replaced it and confirmed that the system started normally. Philips has started an investigation of the complaint.